Manufacturer narrative:
An event of stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. Reportedly, the patient was hospitalized due to suffering a stroke. It was confirmed that the patient had suffered cerebral infarctions of the left area of cerebral media artery. The decision was made to place the patient in speech therapy and planned to be place in neurological rehabilitation. The patient remains on there at home medications. There is no allegation of malfunction against the abbott device or procedure the patient was discharged. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - clinical code: code 1969 removed. H6 health effect - impact code: code 4614 removed.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, an unknown size navitor valve was successfully implanted. On (B)(6) 2024, it was noted that the patient suffered a myocardial infarction. Subsequent to the previously filed report, additional information was received that a 23mm navitor valve was implanted. It was also noted that the patient did not suffer a myocardial infarction. On (B)(6) 2024, the patient was hospitalized due to suffering a stroke. It was confirmed via doppler sonography, angiography, computed tomography, and magnetic resonance tomography, that patient had suffered cerebral infarctions of the left area of cerebral media artery. The decision was made to place the patient in speech therapy and planned to be place in neurological rehabilitation. The patient remains on there at home medications (acetylsalicylic acid 100mg, clopidogrel 75mg, atorvastatin 10mg, amiodaron 200mg,bisoprolol 2,5mg, colecalciferol 20.000i.e., and forxiga). There is no allegation of malfunction against the abbott device or procedure the patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) it was reported that on (B)(6) 2024, an unknown size navitor valve was successfully implanted. On (B)(6) 2024, it was noted that the patient suffered a myocardial infarction.